Manufacturer narrative:
Patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced isssue of high blood glucose level of 347 mg/dl for which the patient was hospitalized at 6 pm on (B)(6) 2024. The patient was hospitalized for greated than 24 hours due to high blood glucose level and treated with pump injection bolus.during hospitalization the patient face issues like confusion. No further information available.